Event description:
Caller reported a pump malfunction, specifically malfunction 199 with code malf 12, identified via tandem source. There was no adverse impact to the customer¿s blood glucose level. Customer service assisted the caller with resetting the pump, but the malfunction recurred, leading to the decision to replace the pump. The caller was provided with instructions for using backup therapy and how to prepare the pump for return. The caller was also informed about the return process using a pre-paid label.